Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that a fully charged autopulse li-ion battery (B)(4) was inserted in an autopulse platform and was unable to power the platform on. It was further reported that the customer further tested the platform by inserting another battery and the platform operated as expected. The battery (B)(4) was inserted in an autopulse multi chemistry charger and was unable to successfully charge. The issue was observed during routine check, no patient was involved with this event.